Event description:
The patient is a (B)(6) female who suffered injuries to the face and hands on (B)(6) 2014 after being bitten by a donkey. Her left ear was bitten off and since the incident the patient underwent surgeries to repair and reconstruct the left ear. The patient was scheduled for additional left ear reconstruction on (B)(6) 2015. During the procedure the surgeon was taking donor skin graft from the left thigh using a nitrogen dermatome. During use of the dermatome, the blade took differing levels of skin thickness and "jumped" along the skin. Two separate grafts had to be taken, neither of which were good quality.